Manufacturer narrative:
Other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, there was no fault found with the pump other then some minor fluid ingression and contamination on the dso sensor. The customer's reported issue was unable to be duplicated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a cadd solis vip pump alarmed cassette not attached when latch was closed. No adverse effects reported.